Manufacturer narrative:
Please not this event was originally notified to the manufacturer as related to a cphv device. On receipt of the device it was determined that the device is not manufactured by (B)(4). No further evaluation will be performed. The returned valve is an aortic prosthesis and appears covered by pannus around the inflow side of the orifice. The quantity of pannus observed on the valve is reasonable the cause of the reported prosthetic stenosis. The pannus is partially removed probably during the explanting procedure or, more reasonably, for tissue sampling for histopathological analysis. The valve is not corresponding to the case history description: ¿23 mm carbomedics¿. The valve is clearly not a carbomedics prosthesis and it is not a model of the livanova brand. Reasonably, as per our knowledge, it should be a st. Jude aortic valve prosthesis.

Event description:
The explant on (B)(6) 2017 was not related to a livanova device.

Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. Serial number of the device and device implant date not yet known , the manufacturer is in the process of following up with the physician to determine additional information on this event. Not yet returned to manufacturer.

Event description:
The manufacturer was notified that on the (B)(6) 2017 a carbomedics size 23mm was explanted due to prosthetic stenosis.